Manufacturer narrative:
This product is not marketed in the us. (B)(4). "Word" order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -06.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. Excessive vault, refractive surprise, and significant reduction of irido-corneal angels was observed, the lens was removed and exchanged with a shorter lens on (B)(6) 2018 and the problem was resolved. The cause of the event is "rported" as unknown.

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in a micro-centrifuge vial. Visual inspection found no visible damage to lens surface. (B)(4).